Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: fold creases, curved opening on the radius side, inner particles brown and white. Leak test and microscopic analysis were performed which identified: striated curved opening on the radius side and sharp crease opening on the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on radius assessed as surgical damage consist in the use of some surgical tool and a sharp crease edge opening on anterior assessed as a fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.